Event description:
It was reported that there was a flow sensor error alarm during ventilator set-up before it was placed with the patient. When the flow sensor was being replaced by the user, he accidentally twisted the flow sensor instead of pulling it straight up during removal. Consequently, the attachment pins on the flow sensor broke and remained inside of the flow sensor cable connector. The flow sensor was unable to be replaced and the ventilator was inoperable. Due to this incident, the patient was ambu bagged for four hours until the replacement ventilator was delivered. No permanent patient injury was reported. Note: the entire flow sensor cable was replaced two days later by the distributor to fix the reported issue.